Manufacturer narrative:
B5: the correct device associated with the reported event was a spectrum iq infusion pump. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow accuracy rate testing was performed, and the flow rate of the device was found to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during dextrose 5% in water therapy at 50ml/hour. The patient only received 100ml of fluid instead of the intended 600ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.